Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
The customer contacted baxter's service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the home patient (hp) enter the alarm log and found there was a system error 2367 (air in tubing) from the previous day. The hp stated that he would restart therapy later. The tsr assisted the hp to end therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the system error (se) 2367. The hp stated that the patient was connected at the time of the alarm. Nothing was found that could have caused or contributed to the alarm. The hp ended therapy after the alarm. The hp had discarded the samples. The hp did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated.